Manufacturer narrative:
One device was received for evaluation for the complaint that the upper occlusion alarm sounded repeatedly during infusion. An event log was not extracted. There was no 12-month service history during the review. The visual and functional testing was performed. There was no physical damage to the device during visual inspection. The reported issue was not confirmed. The root cause of the event was unable to be identified because no reported issue was confirmed in the device. The device was returned to the customer with no repair provided.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the upper occlusion alarm sounded repeatedly during infusion. There was a patient involvement, but no patient harm or adverse event reported.